Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead the physician was unable to remove the guidewire with multiple tools, even with force. The patient had been on the table for two hours, so the physician weighed the risks and decided to cut the guidewire and leave the remaining portion in the lead body, against company recommendation. The lead remains in use. No patient complications have been reported as a result of this event.